Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use for a thrombectomy procedure. During procedure, the system displayed an error code 70. The procedure was cancelled due to this event. No patient complications were reported, and the patient's status was stable.